Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and panic attacks which required hospitalization. The right atrial (ra) lead was suspected of undersensing, which was detected with long term electrogram. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.